Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl. No mention of treatment or symptoms were made in relation to the hyperglycemia. However, the customer stated that her sensor glucose was inaccurate: it read 40 mg/dl. The insulin pump was not troubleshot and it was not returned for analysis.